Event description:
Repair center alleged - alarming / red light. Key failure - sieve beds are defective.per independent repair statement alarming or red light. Key failure was the sieve beds were defective.